Manufacturer narrative:
Analysis of the extn 748251 quad low imp/prfl 51cm, s/n (B)(4) found a stim extension body outer insulation breached depression, stim extension body outer insulation broken, and stim extension body conductor broken, coiled wire in body. Specifically, the outer insulation was broken 1.5cm from the distal end of the medial segment exposing conductor 0. The conductors were broken approximately 1.5 cm from the distal end of the medial segment. With the proximal segment also having a breached depression 4.0cm from the proximal end, exposing conductor #0.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that in regards to the extension, the patient experienced an ipsilateral shocking sensation with the stimulation on, so it was turned off for several months. It was unknown if there was any environmental / external / patient factors that may have led or contributed o the issue. The diagnostics / troubleshooting included an impedance check that resulted in the following high impedances on the left: c <(>&<)> 1 = 4468 ohms, c <(>&<)> 2 = 5730 ohms, 0 <(>&<)> 1 = 5327 ohms, 0 <(>&<)> 2 = 6551 ohms, 0 <(>&<)> 3 = 4397 ohms, 1 <(>&<)> 3 = 7798 ohms, and 2 <(>&<)> 3 = 8858 ohms. The extension and implantable neurostimulator (ins) were replaced and the issue was resolved; normal impedances were confirmed. It is unknown if the extension or the ins was the cause of the issues. It is also unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.